Event description:
It was reported that the provisional fractured during trialing as part of a knee procedure. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4) customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). H6: component codes: mechanical (g04) - provisional bottom. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were not provided. The root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.